Manufacturer narrative:
No unexpected cal error anomalies or low hypo alerts noted during testing. The pump communicated properly with the glucose sensor simulator and the minilink transmitter. The low and high bg alert features functioned properly during testing. The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The pump had intermittent button response on the act and up arrow buttons due to flattened dome switches. No damage to the keypad traces noted. The connector on the lcd board was not unlocked during visual inspection. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; two of the buttons became progressively harder to press over time until they recently became unresponsive. The patient's blood glucose at the time of incident s unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.